Event description:
It was reported that during a tlh procedure, the tissue pad detached but did not fall into the patient. The device was being activated while there was no tissue in the jaws. The procedure was completed by using another device and there were no consequences to the patient. No device being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent